Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; ventilation stayed low and the alarm didn't stop. The customer reported on set-up 500 ml, the actual value was about 460 ml and auto-cycling is occurring. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. The transducer pt802 failed. This issue will be internally investigated within vyaire.